Event description:
Pt was no longer able to hear. Testing confirmed that the deivce has malfunctioned.

Manufacturer narrative:
Additional info: the complaint has been re-opened upon receipt of the explanted device in innsbruck, where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.